Manufacturer narrative:
(B)(4). Date sent: 01/28/2016. Device not returned for analysis. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested and received: what were the indications for surgery? The patient had cancer of the oesophagus so it needed removal by an ivor lewis oesophagectomy procedure. What is meant by ruched up? The tissue was scrunched up at the end of the gun after firing as the knife had pushed it along without cutting it. What color cartridge was being used? Gst60g (green). Was the original intent to complete the procedure as thoracoscopy? Yes. Was the device fired over an existing staple line? No. Please describe the or staffs process for cleaning the device between firings. Unsure ¿ surgeon didn¿t see scrub nurse clean it and nurse cannot remember if she washed it between firings. They have been washing it thoroughly since then but unsure if they did so in this case as it occurred during the xmas holidays when I was unable to be present for the procedure. They are a new hospital to ethicon products so still require a high level of theatre staff training what is the current patient status? Fine, seems to be no problems from the sewn anastomosis.

Event description:
It was reported that during an ivor lewis oesophagectomy procedure, when stapling the stomach to the part of the oesophagus at the top of the patients throat, the knife failed to come out when the stapler was fired, but staples came out and "ruched" up all the oesophagus. This was dangerous for the patient as the surgeon had to unpick this and then sew the oesophagus to the stomach by hand which was very time consuming. The stapler had been fired seven times before to transect the stomach and remove the oesophagus, it was only on the final firing that it failed to fire the knife. The procedure was converted to open. The oesophageal tissues were damaged by the stapler just stapling them and crumpling them and required intervention to undo this. Surgery was prolonged forty minutes. Event outcome was life-threatening, hospitalization, and required intervention to prevent permanent impairment/damage. The patient was stable immediately after the event.